Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead noise and oversensing was observed. The oversensing and noise was associated when the implantable pulse generator (ipg) was connecting to the right ventricular (rv) lead. A warning for pacing impedance was noted on the rv lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device and lead were being used as a temporary system and the noise/oversensing/impedance occurred at the time of implant when the lead and device were being connected.